Event description:
Device data review showed the rv lead impedance had been slowly declining for two years, to 210 ohms bipolar, 337 unipolar. The lead was replaced. No patient complications have been reported as a result of this event.